Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported he tried a different insulin infusion set that did not work for him. He stated that while using the different set, he experienced elevated blood glucose readings up to 549 mg/dl with his normal range being 90-130 mg/dl. He stated he did not have any symptoms and corrected his readings by changing his infusion headset and bolusing insulin. The patient stated he looked at the cannula when he pulled the infusion headset out and it was not bent. He said his readings my have been caused by his infusion site as some sites work better than others for him, but there is no way to know for sure. He stated once he used his regular infusion sets his readings have gone back to normal. He said he did not have a lot number or expiration date for the infusion sets at issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.